Manufacturer narrative:
The pump was received with button error alarm and no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. No moisture damage on electronics. The displacement, basic occlusion, occlusion, prime and excessive no delivery test were unable to be conducted due to button error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of button error on customer's insulin pump. The customer's blood glucose at the time was 521mg/dl. The customer treated the high with current and older pump. The mother states there was number ramping. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.